Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was an attempted implant due to poor sensing. Initial testing showed good sensing in all three vectors. It was implanted, but automatic setup produced undesirable results. Fluosrocopy was performed and showed that the electrode was migrated. Repositioning was performed prior to pocket closure. This also resulted in poor sensing. The physician elected to remove this s-ICD system and implant a new implantable cardioverter defibrillator (ICD) instead. No additional adverse patient effects were reported outside of the prolonged procedure. As of today, this product has not been returned to boston scientific for further analysis. Later, this product was received by boston scientific and full investigation was conducted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was an attempted implant due to poor sensing. Initial testing showed good sensing in all three vectors. It was implanted, but automatic setup produced undesirable results. Fluosrocopy was performed and showed that the electrode was migrated. Repositioning was performed prior to pocket closure. This also resulted in poor sensing. The physician elected to remove this s-ICD system and implant a new implantable cardioverter defibrillator (ICD) instead. No additional adverse patient effects were reported outside of the prolonged procedure. As of today, this product has not been returned to boston scientific for further analysis.